Event description:
My mother experienced periodic respiratory distress that progressed into severe respiratory issues. She experienced inflammation of her airway that presented like a reactive airway. She went into cardiac arrest from hypoxemia and subsequently was ventilator dependent with loss of cognitive function. She was removed from the ventilator and allowed to pass away. FDA safety report ID# (B)(4).